Event description:
The following adverse event occured in switzerland (ch). On (B)(6) 2025, the screw (3 mm wide, 40 mm long) was implanted for open reduction and screw osteosynthesis for a displaced fracture of the right ulnar epicondyle. Scheduled removal of the screw was planned for (B)(6) 2025. During professional removal using a suitable instrument, the screw head broke directly at the base of the partially threaded end (transition to the screw head).despite several attempts to remove the screw completely from the bone using appropriate instruments, small parts of the end of the partial thread (transition to the screw head) broke off. The screw head and the broken fragments were removed and secured.